Manufacturer narrative:
This situation is being addressed through the MFR¿s corrective/preventative action system and an urgent medical device correction notice (B)(4) was sent to customers. The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during a routine review of a chest x-ray, a detached bend relief was noted. The pt is being scheduled for the operating room to reattach.